Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as bruises under the shoulder straps and inflamed, swollen nipples from friction of the garment fabric. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed bepanthen for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.